Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: galeo; inflation: medtronic; guide cath: cordis jl 3.0 6 fr; sheath: cordis. In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the instructions for use (IFU) and states that implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent, and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, de novo, 90% stenosed mid left anterior descending artery (lad), the left coronary ostium was intubated with a jl 3.0 6 fr guide catheter and the lesion was serially predilated in multiple sites with a 2.0 x 8 mm voyager balloon catheter at 8-10 atmosphere (atm) for 30 seconds. A 2.5 x 18 mm xience v stent was deployed in the mid segment, however, a dissection distal to the stent was observed. A second 2.75 x 12 mm xience v stent was used as treatment at 12-14 atm for 30 seconds. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. The patient was discharged 2 days post procedure. Though requested, no additional information was provided.